Manufacturer narrative:
Eval result: other, (the pt failing to adhere to the prescription regimen). Inherent risk of procedure (arterial and venous occlusion).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that the pt presented with an ischemia in the right leg approx 2 months post stent graft implant. It was reported the right side of the stent graft became occluded however, there were collateral vessels feeding the right leg vessel. The physician believes the cause of the occlusion was due to the pt falling to adhere to the prescription regimen. There was also a slight gap between the iliac stent graft and a bare metal stent which also may have contributed to the vessel occluding. The physician elected to perform a femoral to femoral artery. No add'l clinical sequelae were reported, and the pt is fine.